Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/9/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: the loss of prime complaint was verified in the history but could not be duplicated. The black box shows loss of prime warning associated with a low non-zero force. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. Removed pump cover; the force sensor resistance was found to be out of spec at 16k ohms. Contamination found in force sensor housing. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.